Event description:
During service of the unit a liquid spill was found on the alarm, as well as a stop cycle condition with all leds and constant single tone alarm. Removed corrision between pins 2, 3, 4 on integrated circuit u15 on the logic board to correct the failure mode.